Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation reports that the sample was received with the handle assembled to the shaft and the weld bead around the base broken. Additionally, the handle shifted approximately 1 mm backwards. The handle could have been possibly removed from the shaft but that requires considerable effort. The shaft can be fully reinserted in the handle but will not hold securely due to the broken weld bead. A review of the device history record did not show conditions that could have contributed to the reported event. This issue was previously evaluated and deemed valid. A design change was implemented in 2012 for the handle's material compatibility. The reported device was manufactured in march 2011 prior to the material change being implemented. Based on evaluation of prior complaints and the design change to address the issue, this is deemed valid from a design perspective. A CAPA risk assessment was completed. Based on the results of this risk assessment a CAPA will not be initiated.

Event description:
It was reported that during a hip fracture procedure with tfn (trochanteric fixation nail), as the surgeon tapped the canal and the handle of the tap/reamer broke off. The broken fragment was retrieved and the surgeon completed the procedure without further problems. The patient was unharmed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
This is report 1 of 1 for file (B)(4).